Event description:
It was reported that during an open pancreatoduodenectomy, staples were unformed at the 2nd firing. The target tissue was normal in thickness and in stiffness. The staple height at the event was green. The device was fired 30 seconds after clamping the target tissue. There were no unexpected sounds heard at the firing. The device was not fired with clamping a clip nor a staple line. There was unexpected resistance in clamping the target tissue. Reinforcement material was not used. The staples from the middle to the distal part were unformed. A closest line to the cut line was unformed. Unformed staples were found in the right side. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the target tissue was normal in thickness and in stiffness. The staple height at the event was green. The device was fired 30 seconds after clamping the target tissue. There were no unexpected sounds heard at the firing. The device was not fired with clamping a clip nor a staple line. There was unexpected resistance in clamping the target tissue. Reinforcement material was not used. The staples from the middle to the distal part were unformed. A closest line to the cut line was unformed. Unformed staples were found in the right side. Was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc?---yes. Was the sales rep present during the surgeons first few cases to ensure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---no. Was the cartridge loaded with the retaining cap on? ---no information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? ---no information. Did anyone move the firing knob to the left or right after loading the device but before firing? ---no information. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? ---malformed staple. Was a leak test completed? ---no information. Was the firing to close an ostomy? ---no. Is a pathology specimen and/or report available? ---no. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? ---no information. How long has the surgeon been using this device for this procedure? ---no information. What predicate device was used by the surgeon? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Were the staple legs unformed or did they have irregular shapes? ---legs unformed.

Manufacturer narrative:
(B)(4) - device was not returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.